Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading was 400 mg/dl. No symptoms were provided, but the patient would have felt the opposite of this. No fingerstick was done, and no medication was taken, but the wife called the emergencies. The paramedics arrived at 5:30pm, and when a fingerstick was taken the cgm reading was 400 mg/dl, and the blood glucose reading was 29 mg/dl. The patient was given a glucose bottle and was brought to the hospital. An ECG and blood test were done, and patient was given glucose (route unknown). The patient stayed overnight and was discharged the next day at 05:00pm. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the paramedics arrived, the reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.